Event description:
The customer reported that the device will not power up on ac power, it powers up on battery power only. No pt involvement was reported.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.